Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device monopolar one doesn't turn off. There was no patient involvement.

Manufacturer narrative:
Additional information: d8, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted minor cosmetic issues including a gouge in the touchscreen measuring approximately 2.5 inches. Functionality was not affected. Ac power was connected. Unit was powered up and passed post. Monopolar 1 section of the display was active without anything plugged in and the unit was not keying. Top cover was removed. Monopolar 1 port was disconnected, and display did not show anything connected. Port was reconnected and display activated as if something was inserted. Monopolar 1 port and its cover was removed. Internal inspection found no apparent anomalies. External inspection found the micro switch that recognizes when something is inserted into the ufp port of monopolar 1 did not appear to be depressed far enough. The issue was resolved by replacing the receptacle. It was reported that the device monopolar one doesn't turn off. The reported issue could be not confirmed. The most likely cause could not be established from the information available. This issue can occur due to pushing the switch which would cause the monopolar 1 section of the display to deactivate. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.